Manufacturer narrative:
A follow up will be submitted, when additional information becomes available. A getinge service technician (fst) was sent for investigation and repair on 2022-06-30. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective connection cable for disposables was requested for further investigation by manufacturer. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the getinge technician found that the unit would fail to display p-ven (venous pressure) readings when he moved the hls cable. There was no any physical damage on the hls cable, but replacing the hls cable resolved the failure. No harm to any person has been reported. Complaint number: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the unit would fail to display p-ven (venous pressure) readings when the hls cable was moved. There was no any physical damage on the hls cable, but replacing the hls cable resolved the failure. The failure occurred during maintenance. A getinge service technician (fst) was sent for investigation and repair on 2022-06-30. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The connection cable for disposables (hls cable) was investigated by getinge life cycle engineering (lce) on 2022-11-02. The error could be reproduced as described and the nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which originated from external force. The review of the non-conformities has been performed on 2022-07-07 for the period of 2014-04-03 to 2022-06-30. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. Based on this investigation results the reported failure "fail to display p-ven readings when he moved the hls cable" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.